Event description:
It was observed that during the device evaluation, the subject device failed a water leak test and had a cut in the video cable with exposed inner wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the unit failed the water leak test due to a cut in the video cable and the inner wire was exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.